Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a fusiform 56 mm in diameter and 123 mm in length abdominal aortic aneurysm. The proximal neck was 22 mm in diameter and 15 mm in length. The left common iliac artery was 10-18 mm in diameter and the right common iliac artery was 14 mm in diameter. The right external iliac artery measured 8.4 mm in diameter and the left external iliac artery measured 7.2 mm in diameter. It was reported that at the patient¿s 30 day follow up, left lower limb ischemia was observed. A CT was taken and limb occlusion of the stent graft was observed. The next day a femoral femoral bypass was performed. The physician is monitoring the patient. No additional clinical sequelae were reported. The physician commented that possibly, the case was attributed to the fact that the stent graft with its distal 20mm was placed on the site having calcification on the origin of the left cia as well as having the small lumen. The lower limb ischemia was successfully resolved by fem-fem bypass.

Manufacturer narrative:
(B)(4).